Event description:
A health care professional reported that probe stopped cutting during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was contact with the patient and no impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe without tip protector in a tray was received. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. Body needle bent at the middle of the needle. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both tests. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at area that was bent, bend area, cutting edge and several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the complaint evaluation confirms that probe had a cut failure and indicated an actuation failure. The root cause for the poor cutting and actuation is the observed gouge marks on the cutting edge and bent needle. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu (direction for use), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. No further investigative or manufacturing actions are warranted at this time as the observed cut and actuation failure and bent needle were due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).